Manufacturer narrative:
The additional information does not change the results of the investigation.

Event description:
Additional information was received. The patient¿s native annular measurements were 22.5 x 22.8 via toe. The patient had a moderately horizontal aorta. At the time of the report the patient was discharged and was doing well.

Manufacturer narrative:
Upon review, it was determined the device was inadvertently reported incorrectly. The event was likely related to the valve used in the case, not the delivery system. A corrected supplemental is being submitted. The correction does not change the results of the investigation.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, as reported, the patient¿s severely calcified native annulus, native leaflets and aortic root may have been contributing factors for the aortic rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), after successful implant of a 23mm sapien 3 valve in the aortic position, a small contained leak in the aorta was noted. Heparin was reversed and the leak started to improve. The patient was observed for 30 minutes while still on the table and their condition remained stable. The patient¿s native annulus, native leaflets and aortic root were severely calcified. As per medical opinion, the side of the aorta may have been pierced by a native leaflet with a sharp spur of calcium.